Event description:
The patient had a right and left heart catheterization (cath) with a percutaneous transluminal coronary angioplasty/stent. The patient had significant blockage in his distal left main artery. The cath procedure was lengthy and difficult due to the patient's obesity and the intervention required. The lengthy cath caused the patient to experience prolonged radiation exposure, which has been estimated to be greater than 1500 rads, to a single field. The patient was discharged 2 days later, without complaint of skin irritation. Approximately 6 months later, the patient was subsequently seen at another hospital for a rectangular wound on his mid-thoracic back. The other hospital reported to us a potential radiation burn to the patient, possibly secondary to the catheterization which was performed here. It was believed that although the 1500 rads exposure was not prolonged, the calculated radiation dose was estimated to be greater due to the patient's weight, large chest, and the difficult location of the lesion (at the bifurcation site). The presence of a thrombus led to the need to use cigna angios for visualization during the long procedure.